Event description:
It was reported to boston scientific that an extractor rx retrieval balloon was used during and an endoscopic retrograde cholangiopancreatography (ercp) performed (B)(6), 2010 on a (B)(6) male patient. According to the complainant, during the procedure when extracting stones from the common bile duct, the balloon popped. It was confirmed that no pieces of the balloon detached inside the patient. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patients' condition following the event was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.